Event description:
The report stated that after starting a radio frequency ablation procedure, the pt appeared to have 1 cm blister and 3 cm reddening around the entry site, between two ribs, of the needle electrode. A guiding needle was used during the 110 watt 12 min ablation. The 2nd degree burn was treated with a steroid and wound dressing.

Manufacturer narrative:
To date, the incident sample has not been rec'd for eval. Further info has been requested, regarding the material of the guiding needle and if they were activating as they were removing the needle. This will help us determine if contact with a metal object may have contributed to the injury. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.